Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous lesion in the mid right coronary artery with 90% stenosis. The 4.0x23mm xience skypoint stent delivery system (sds) failed to cross the lesion due to anatomy even with the aid of an unspecified extension catheter. There was also resistance felt with the anatomy during removal of the sds. An unspecified drug coated balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.